Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported his insulin pump will go in threshold suspend mode because his sensor reading will be low, but his blood glucose will be high. Customer's blood glucose was unknown. Customer was advised of the differences between sensor glucose readings and blood glucose. He was advised of proper sensor insertion and calibration methods. Customer was advised to monitor the issue and call back when needed. Nothing further reported.